Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative regarding a patient who was receiving gablofen 2000 mcg/ml at 500 mcg/day via an implantable infusion pump for an unknown indication for use. It was reported the hcp was wondering why the patient's pump displayed low reservoir alarm with the date 2016-06-10 when the low reservoir alarm occurred on (B)(6) 2016 according to the logs. The hcp was conferenced on the call and it was reviewed that the low reservoir alarm date is a countdown timer and will only calculate the time remaining until the refill, so if there is no remaining time it will show today's date. The patient's empty reservoir alarm was on (B)(6) 2016, but since they use gablofen and the syringes are not marked, but have extra drug, they tend to overfill the pumps slightly. The hcp got back 1 ml of drug, which he felt was reasonable based on the extra drug the gablofen syringes have in them. There were no patient symptoms reported, and the hcp's concerns were resolved. Additional information was received that the patient's identifying information was unknown. The serial number for the pump was unknown. There was no device issue related to the low and empty reservoir alarms. It was noted the pump was refilled, which re solved the pump alarm.